Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements less than 200 ohms on the atrial channel which was causing pocket stimulation. An insulation break of the associated atrial lead was suspected but was not confirmed. A revision procedure was performed and the atrial lead was removed from service and replaced. No additional adverse patient effects were reported.